Event description:
In 2005, the patient reported to the manufacturer that the device was explanted due to a catheter occlusion. The hcp indicated the pump was explanted, but provided no further information.

Manufacturer narrative:
This report is being filed under exemption which covers a 2-year retrospective review of events reported by consumers between 2005 and 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 1 unreported malfunction event for model 8700a for the above time period. This total includes the event described in this report.